Event description:
"It was reported that prior to the start of a da vinci-assisted surgical procedure, the dv5 robot system displayed a message indicating the robot was not connected. Technical support reviewed the system logs and identified a communication fault (31089) on one of the vision cart fiber ports. The caller was instructed to power the system down, clean the blue fiber cable connected to that port, and move the cable to a different fiber port on the vision cart. After restart, the same error followed the cable to the new port. The caller then performed another cable reseat and a hard power cycle, after which the system initially powered on without errors; however, the error returned shortly afterward and the system could not be used for the planned case. Later, it was reported that the issue recurred but was temporarily cleared with a power cycle so that a case could be completed. A field engineer subsequently went on site, reviewed the logs, confirmed the presence of the same communication error along with additional related errors, and replaced the patient side cart communication module while inspecting the fiber connections. The system was then tested and found to be functioning as expected. The procedure was aborted - no patient involvement with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported errors and replaced the common compute controllers (ccc) on both robot and tower, the robot blue fiber receptacle, and the blue fiber cable to resolve the reported issue. The system was tested and verified as ready for use. Isi has not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.